Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported via medwatch, bard power loc max 20g 0.75in needle cracked and broke at luer lock at distal end of port needle during blinatumomab continuous infusion. Resulted in immunotherapy spill exposing patient, caregiver and medical personnel to a biohazard. Required emergent infusion, clinic visit, drug waste, additional port access, and close monitoring for complications. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged extension tubing was confirmed. The product returned for evaluation was one 20g powerloc max infusion set without y-site and a standalone luer which appears to belong to a forefront infusion set. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter in both units. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, powerloc max needle tubing broke/cracked at the distal end of the tubing where it meets the luer lock hub. Occurred during long continuous infusions with the drug blinatumomab, after 12 hours of infusion. Impact to patient was an ed visit and unplanned admission for observation, blood cultures, prophylactic antibiotics, patient was deaccessed and reaccessed. 01/29/2025 two devices were returned for evaluation. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, powerloc max needle tubing broke/cracked at the distal end of the tubing where it meets the luer lock hub. Occurred during long continuous infusions with the drug blinatumomab, after 12 hours of infusion. Impact to patient was an ed visit and unplanned admission for observation, blood cultures, prophylactic antibiotics, patient was deaccessed and reaccessed.